Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.

Event description:
Boston scientific received info that following implant of this dextrus lead, this pt went into atrial fibrillation (af) and ventricular oversensing was observed which resulted in pacing inhibition with a three second pause. Additionally, loss of capture was observed despite maximum device outputs. The lead was found to have dislodged. A revision procedure was performed. The lead was successfully repositioned and no other adverse events have been reported. This issue will be re-evaluated if additional info is received.